Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose at the time of incident was 379 mg/dl and the current blood glucose level was 401 mg/dl and 379 mg/dl. The customer was treated with bolus through insulin pump. Customer reports no symptoms related to their high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports insulin exited at the quick release. Based on customer¿s report customer alleges insulin pump was under delivering. The customer was able to perform displacement test and it passed. Troubleshooting was assisted. The insulin pump will not be returned for analysis.